Event description:
A 3 fr peripherally inserted central catheter inserted left med. Antecub. Vein x2 attempts. 48cm inserted, 7 cm outside of insertion site. Upper arm circumference of 31.5 cm. Threaded without difficulty. Flushed easily with 10cc .9ns, 5cc heparin flush, excellent blood return. Cxr called for verification of PICC line and cxr read on 1/5/98: interval placement of left PICC line, no pneumathorax. Cxr 6/11/98 read as probable intravascular wire foreign body right lower lobe. Cxr of 1/5/98 re-read and no intravascular wire seen.